Manufacturer narrative:
The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.,

Event description:
It was reported that patient has had issues with her cassettes and the pump giving a weird noise. The patient had to go to the hospital because of pump issues previously (exact dates of event not provided, length of stay not provided). It is unable to be determined if cassette issue or pump issue, unknown cassette lot number and pump serial number/expiration date at the time event occurred. Unknown if patient was hospitalized due to event or if was only seen in emergency error. Unknown if patient was using impacted recalled lot at time pump issue was experienced. No further information available.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.